Event description:
As reported, approximately 7 years and 4 months post the initial left total knee arthroplasty, the patient was revised due to distal femoral periprosthetic fracture secondary to extensive osteolysis associated with premature polyethylene wear. The patient was revised to competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient is doing well and in stable condition. No further information reported.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 200-04-21 - cemented finned t ib. Tra sz 2f/1t. (B)(6) 232-02-02 - optetrak asy, cr porous femoral, sz 2, l. (B)(6), 21-0901-19y-v1 - stryker lpi s7/6/5/4 h. Sierra 90*13/21*1,19.